Manufacturer narrative:
(B)(4). Insulin pump received with blank display, problem isolated to interface board. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime, compromised force sensor system test, excessive no delivery test and displacement test due to blank display. Compromised force sensor system had cracked battery tube threads. No moisture damage on electronic assembly during visual inspection.

Event description:
Customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 155 mg/dl at the time of the incident. The customer reported that insulin pump was in the pocket and might have gotten sweat on it. The customer was assisted with troubleshooting. Customer states the contact on the battery cap was neither missing nor damage. Customer states battery compartment was neither damaged nor corroded. Customer states the spring was neither damaged nor corroded. The customer reported that display did not returned. Customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised the insulin pump will be replaced as per troubleshooting. The insulin pump will be returned for analysis.